Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while removing the cap off the bd¿ slip-tip syringe with attached needle, the needle tip broke off into the cap. The following information was provided by the initial reporter: "patient reported concerns of possible damaged sub q needles with the current gattex kit. Patient stated the caps are stuck on the needle tip and at times has removed the needle tip with the caps. Patient denies missing a dose... - how was the patient outcome? Are there any clinical signs, health consequences or impact? Ae unknown, however it was stated that the patient did not miss a dose. ".

Event description:
It was reported that while removing the cap off the bd¿ slip-tip syringe with attached needle, the needle tip broke off into the cap. The following information was provided by the initial reporter: "patient reported concerns of possible damaged sub q needles with the current gattex kit. Patient stated the caps are stuck on the needle tip and at times has removed the needle tip with the caps. Patient denies missing a dose. How was the patient outcome? Are there any clinical signs, health consequences or impact? Ae unknown, however it was stated that the patient did not miss a dose. "

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.